Event description:
It was reported that the patient had his spectra device removed due to infection. No further patient complications were reported in relation to this event. The patient was implanted with an inflatable penile prosthesis at a later date.